Event description:
It was reported that a patient died coincident with peritoneal dialysis (pd) therapy. The cause of death was not reported. It was not reported if the patient was hospitalized prior to death. It was not reported if an autopsy was performed. It was not reported if therapy was ongoing until the time of death or if the patient was performing pd therapy at the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned, therefore, a device evaluation could not be completed. The lot number was unknown, therefore, a batch review was not performed. The cause was not identified. Should additional relevant information become available, a supplemental report will be submitted.